Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: material #: 366430. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Customer recommendation: the bd serum tube should have 5 gentle and complete inversions to allow the clot activator to facilitate clotting. In addition, the tube should be filled to the appropriate volume. The instruction for use (IFU) for this tube type indicates that the tube must be allowed to clot for a minimum of 60 minutes before centrifugation to allow proper clot formation. The customer has indicated they are processing immediately after collection. Recommended times are based upon an intact clotting process. Patients with abnormal clotting due to disease, or those receiving anticoagulant therapy require more time for complete clot formation. Technical services has informed the customer of the clotting time inadequacy and provided documentation. This is considered an off label use of this product. A review of specimen handling parameters should be reviewed for this tube type.

Event description:
It was reported that while using the bd vacutainer® serum blood collection tubes that there was clotting. The following information was provided by the initial reporter: customer states samples are clotting.